Event description:
A report was received from the office of the patient's treating physician. It was noted that, under the care of a previous treating physician, the patient had an episode of voice alteration. The treating physician at that time checked the vns settings and assessed that the device settings were strange. They were adjusted at that time and the patient tolerated the change. Attempts for additional pertinent information have been unsuccessful to date.